Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system, with a fingerstick blood glucose of 473 mg/dl and subsequent reading of 427 mg/dl, after a period without a sensor during which the patient disconnected from the ilet and administered fast-acting insulin by injection before later connecting a new libre 3 plus sensor. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver as well as analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.